Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue and determined the most likely cause of the reported event is the blender and oxygen (o2) sensor assemblies. After replacing the blender and o2 sensor assemblies, the issue was resolved. The fsr performed the user verification test and reported the unit meets factory specifications. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the oxygen percentage is out of specifications. The issue occurred patient use, the customer reported the patient remained stable. The customer reported the ventilator was pulled from service. The customer reported there is no patient consequence associated with the event.